Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring : missing. Customer complaint: event date: (B)(6), 2021. The customer reported that the insulin pump kept beeping and had a critical pump error (open book image) alarm. The customer also reported that the insulin pump went blank. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a broken belt clip rails, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to verify critical pump error (open book image) alarm and perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The pump history file/traces download was successful using thus and carelink upload was successful. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Device was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. There were no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, power loss alarm was recorded and found in the formatted history file on: 07/25/2021 15:01:37.000 alarmalertnotification 07/25/2021 15:01:48.000 alarmalertnotification 07/25/2021 15:01:51.000 alarmalertcleared all audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. Pump error 68 alarm and pump error 49 alarm were recorded and found in the formatted history file. Pump error 68 alarm was recorded on: 07/25/2021 14:52:03.000 alarmalertnotification and 07/25/2021 14:52:07.000 alarmalertcleared. Pump error 49 alarm was recorded on: 07/25/2021 14:52:03.000 alarmalertnotification 07/25/2021 14:52:16.000 alarmalertnotification 07/25/2021 14:52:18.000 alarmalertcleared per r&d engineering, there was no evidence of the critical pump error (open book image) alarm was found in the history/traces/comlink data. Also, no critical errors were found. But some occurrences of pump error 68 and pump error 49 were recorded. This may point to the potential loss of critical pump history and traces. Problem isolated on the electronic assembly. Device was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly noted. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. Per r&d engineering, there was no evidence of the critical pump error (open book image) alarm was found in the history/traces/comlink data. However, the insulin pump alarmed pump error 68 and pump error 49 which may point to the potential loss of critical pump history and traces, problem isolated on the electronics assembly. Corrosion was found on the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. Customer stated that insulin pump was beeping. Customer stated that blank display occurred before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.